Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent sling procedure on an unknown date. Following the procedure, the patient experienced recurrent exposure and problems with sex. The patient underwent removal of mesh on (B)(6) 2017. No additional information was provided.